Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 215mg/dl. Troubleshooting was performed. The customer stated that the drive support disk was flush. The device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.